Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 35 mg/dl to an unspecified elevated blood glucose level. Elevated bg levels were addressed via boluses with the pump and low bg levels were addressed with glucose tablets and at times required the assistance of a neighbor to put honey in the customer's mouth as the customer was not able to address low bg level on their own. A recommendation was made for the customer to discuss bg levels with the healthcare provider.